Manufacturer narrative:
The customer reported that the g7 bedside monitor keeps getting an admit screen and then going away. They tried to reboot the unit, but every time they tried, the admit screen would interrupt them from powering the unit off. This was during monitoring of the patent, the monitor just kept flashing the admit screen with the monitoring in the background. They were finally able to reboot the unit, and the issue was resolved. There was no harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields are not applicable (na) to the MDR report: b2 d4 lot number & expiration d6a - d6b d7b f1 - f14 g4 device bla number g5 g7 h2 h7 h9 the following fields contains no information (ni), as attempts to obtain information were made, but the information was not provided. A2 - a6 b6 - b7 d10 concomitant medical device attempt #1 10/12/2023 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide the patient and additional device information as requested.

Event description:
The customer reported that the g7 bedside monitor keeps getting an admit screen and then going away. They tried to reboot the unit, but every time they tried, the admit screen would interrupt them from powering the unit off. This was during monitoring of the patent, the monitor just kept flashing the admit screen with the monitoring in the background. They were finally able to reboot the unit, and the issue was resolved. There was no harm reported.

Event description:
The customer reported that during patient monitoring, the g7 monitor was repeatedly flashing an "admit screen" message, which prevented the user from rebooting the device each time they tried to. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the customer reported that during patient monitoring, the g7 monitor was repeatedly flashing an "admit screen" message, which prevented the user from rebooting the device each time they tried to. They were eventually able to reboot the device, which resolved the issue. No patient harm was reported. Investigation summary: nihon kohden (nk) was able to confirm the reported issue. A definitive root cause cannot be determined. But based on the available information the unit having an admit/discharge screen reappearing could have been potentially caused by the device needing a preventative reboot. The error was most likely caused by a glitch, either from a network connection failure or the unit requiring the quarterly reboot, as recommended by nihon kohden. Quarterly reboots will remove glitches and bugs that could occur in such devices. The quality team followed up with the customer to ensure the issue was resolved, the customer stated they were finally able to reboot the device and the issue was resolved. We have also identified several potential causes of admitting patients related issues, which are not limited to, but is explained in further detail below: admitting patients and inputting their patient information can be done on the local device as long as the previous patient has been discharged through the "discharging a patient" process. Attention should be given to patient type as this parameter dictates the qrs detection type as well as the alarm settings. Date and time settings on the monitor should be observed to ensure accuracy. If they are not correct, failure modes may occur for all stored data reflecting incorrect date/time on printouts. Time zone and unit settings should also be the same on the device and cns, or communication errors may occur. "Input unit failure" error messages may occur when communication is lost between the device, its input unit, and the central monitor, when the sd card installed in the device is abnormal, or when the time zones differ on each device. "Patient not found" error messages may occur when admitting a patient due to missing patient information on the nk server's databases, such as patient ID. Admit, discharge, and transfer functionality may be affected by network connections. If a bedside monitor or telemetry device is not visible on the nk device network, clinicians may not be able to use admit, discharge, or transfer functions at the cns or other systems (e.g., admit button may be grayed out, device may not successfully discharge a patient). Users should verify that patient monitoring devices are correctly connected to the network to ensure that full functionality is available. A serial number review of the reported device (model: cu-172ra (g7), serial number: (B)(6) does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints.

Event description:
The customer reported that during patient monitoring, the g7 monitor was repeatedly flashing an "admit screen" message, which prevented the user from rebooting the device each time they tried to. No patient harm was reported.

Manufacturer narrative:
UDI related data quality updates. Corrected information: d1 brand name: corrected the brand name from csm-1702 to nihon kohden life scope g7 bedside monitoring system. D4 additional device information / model #: corrected the model # from csm-1702 to cu-172r. D4 additional device information / catalog #: corrected the catalog # from csm-1702 to cu-172r. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a. Additional information: b4 data of this report. G6 type of report. H2 if follow up, what type?